Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the electrosurgical generator was displaying error e432. This occurred during preparation for use in an unspecified procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s final investigation. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. It was likely due to a component failure of the generator board. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.